Manufacturer narrative:
The user facility submitted medwatch 2400100000-2020-8072 for this event. Additional information b3, d10, h6 device code: the event was reported to have occurred on an unspecified day in (B)(6) 2020. Correction b5, d2a, d10, e3, h6, h10: b5: it was reported that a spectrum pump had battery failure alert and shut off during therapy while infusing rbcs (red blood cells)/ "meds". The device was unable to continue the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available. D10: the date null value is asku. H6: investigation code 4114 can be removed as a device history review was not completed, a service history review was completed. H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was running meds through the patient's IV and the pump shut off after alerting for a battery alert during therapy (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, intravenous(IV) pump infusing rbcs had battery failure alert, unable to continue infusion with pump. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.